Event description:
In 2001, the patient reportedly experienced a sound percept problem, however pt was unable to visit the implant center for device evaluation. In 2002, the patient reported loss of lock problem with their sound processor. The patient was seen at the implant center by a company representative. At that time, testing performed confirmed that the device was not functioning.